Event description:
It was reported that something was damaged during a knee surgery. Diagnostics had been checked by their healthcare provider. The battery was getting replaced, so the lead was also replaced at the same time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v398084, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the lead was damaged somehow during knee surgery. The patient recovered without permanent impairment and was doing well.